Event description:
A malfunction alarm labeled "malf 12" was reported by the customer, but it was clearly stated that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided the necessary instructions for resetting the pump, and after doing so, the malfunction did not recur. Customer was advised to continue using the pump and to report back if the issue happened again.